Event description:
As reported, a 5x120mm x 120cm smart flex vascular stent system was implanted and was successfully pushed to the lesion, and halfway through the release of the stent, the delivery system was unable to continue to retract and continue to release the stent. At this point, the delivery sheath of the stent was completely stuck, and the surgeon could only try to withdraw the entire stent delivery sheath. The stent, which had already been released halfway through the vessel during retraction, was retracted from its position above the popliteal artery to the superficial femoral position and became stuck. The stent ultimately remained in the superficial femoral position. The delivery system was withdrawn and the outer sheath of the delivery system was seen to detach in vitro. There was no reported patient injury. The patient had been admitted with atherosclerotic occlusive disease of the lower extremities and underwent a percutaneous transluminal angioplasty (pta) plus stenting. After the guidewire reached the lesion a .035 non-cordis guidewire length of 120 mm was used for stepwise dilatation. The access site was the femoral artery. The vessel characteristics at the target site included no tortuosity, moderate calcification, 40% stenosis, no acute angle, and no bifurcation. The device was stored and handled according to the instructions for use (IFU) and was prepped as per the IFU. There were no visible signs of device or package damage prior to use. The procedure was completed by forcibly withdrawing the device and then using another unknown stent to reach the target vessel. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5x120mm x 120cm smart flex vascular stent system was implanted and was successfully pushed to the lesion, and halfway through the release of the stent, the delivery system was unable to continue to retract and continue to release the stent. At this point, the delivery sheath of the stent was completely stuck, and the surgeon could only try to withdraw the entire stent delivery sheath. The stent, which had already been released halfway through the vessel during retraction, was retracted from its position above the popliteal artery to the superficial femoral position and became stuck. The stent ultimately remained in the superficial femoral position. The delivery system was withdrawn, and the outer sheath of the delivery system was seen to detach in vitro. There was no reported patient injury. The patient had been admitted with atherosclerotic occlusive disease of the lower extremities and underwent a percutaneous transluminal angioplasty (pta) plus stenting. After the guidewire reached the lesion a .035 non-cordis guidewire length of 120 mm was used for stepwise dilatation. The access site was the femoral artery. The vessel characteristics at the target site included no tortuosity, moderate calcification, 40% stenosis, no acute angle, and no bifurcation. The device was stored and handled according to the instructions for use (IFU) and was prepped as per the IFU. There were no visible signs of device or package damage prior to use. The procedure was completed by forcibly withdrawing the device and then using another unknown stent to reach the target vessel. The device was returned for evaluation. A non-sterile ¿smart flex 5x120 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, a kink was observed approximately 81 cm from the distal tip. The outer sheath was found separated into two parts around 125 cm from the distal tip. Additionally, the proximal end of the outer sheath was separated from the luer hub at approximately 129 cm from the distal tip. The device was fully deployed, and the stent was not returned for analysis. The hemostasis valve was tightly closed. No other significant details were observed on the returned device. A functional test could not be performed due to the nature of the complaint, the unit being fully deployed, and the device exhibiting severe kinking and separation. The separation area was evaluated with a vision system, which revealed that the separated material showed evidence of elongation at the edges. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength prior to the separation. The reported ¿outer sheath separated¿ was confirmed upon return of the device, which was in extremely poor condition. The outer sheath exhibited separation and kinking. The ¿stent delivery system (sds) deployment difficulty-partial deployment¿ could not be confirmed as the device was returned with the stent already deployed, and the stent was not included with the delivery system, making functional analysis impossible. Additionally, no procedural images were provided. Due to the nature of the event, the reported ¿stent delivery system (sds) withdrawal difficulty-from vessel¿ could not be confirmed as this cannot be replicated in a laboratory setting. The exact cause of the observed damages could not be conclusively determined during product analysis. Based on the available information and the condition of the device upon receipt, it appears that the device was subjected to forces exceeding its material yield strength, suggesting that handling and procedural factors may have contributed to the event. Therefore, it is challenging to determine the root cause of the events based on the product analysis as vessel characteristics and procedural factors may have also contributed. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit. 14. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. 15. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.